Manufacturer narrative:
The insulin pump was received with intermittent response from the buttons and a button error alarm, due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 323 mg/dl. The insulin pump may have been exposed to perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.